Event description:
After successful use by experienced team on three previous patients that same day, during use on fourth patient, the constellation system suddenly stopped operating, displaying a red "stop sign" alarm and a 1002 error code. This has occurred several times since at least may 2009. After reviewing the system's event logs from our most recent event, the MFR has confirmed the 1002 fault as resulting from a "known bug (scr1669)" for which there is currently "no resolution." Manufacturer response (as per reporter) for ophthalmic surgery system, constellationmfr's sales rep instructed users about the system's restart procedure, so users could recover quickly after the shutdown event without additional delays of getting the hospital's other constellation system and discarding a patient cassette. Sales rep reported that MFR has identified a software change that can correct the problem and will make it available as soon as possible.